Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Driveline site infection is a known potential adverse event associated with the use of all vads as outlined in the instructions for use (IFU).  The IFU and patient manual addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care.  (B)(4) 'hospitalization'.

Event description:
It was reported from the site that the patient was asked to come into clinic for evaluation, and redness, induration, and drainage were observed, and area was warm to touch. Cultures were taken and patient was prescribed cephalexin 500 mg po bid for 7 days. Patient was seen by infectious disease (ID) on (B)(6) 2015 and antibiotic was changed to clindamycin 450 mg po q8 hours for 2 weeks. Patient was seen again in clinic on (B)(6) 2015 by infectious disease and cardiology, and physician notes report improving driveline infection. Patient was seen again in clinic on (B)(6) 2015 and physician notes stated that driveline had mild green secretion; patient reported discontinuing the clindamycin due to misunderstanding. Clindamycin 450 mg po q8h for 2 weeks was restarted. Patient was seen again in clinic on (B)(6) 2015, and physician notes state driveline with mild green secretion. Patient also received treatment with clindamycin 600 mg IV q12h from (B)(6) 2015 during re-hospitalization, and clindamycin 150 mg q8h (B)(6) 2015 and erythromycin 250 mg IV x1. During re-hospitalization from (B)(6) 2015, patient complained of fatigue and generalized weakness beginning on (B)(6) 2015 and purulent secretions from driveline exit site were noted beginning on (B)(6) 2015. Cultures on (B)(6) 2015 grew (B)(6). Infectious disease was consulted, and patient was treated with vancomycin 1 g IV q12h from (B)(6) 2015, piperacillin-tazobactam 3.375 g IV q8h from (B)(6) 2015, and oxacillin 0.29 g/h IV from (B)(6) 2015. Exit side I&d performed on (B)(6) 2015. Additional antibiotic treatment: oxacillin 12 g IV from (B)(6) 2015 and (B)(6) 2015; vancomycin 1.5 g IV q12h from (B)(6) 2015; oxacillin 2.g IV q4h from (B)(6) 2015; daptomycin 550 mg IV daily from (B)(6) 2015; and doxycycline 100 mg po bid from (B)(6) 2015. Patient also was treated with wound vac intermittently. Patient was placed on lifetime antibiotic suppressive therapy with doxycycline on (B)(6) 2015. Event ongoing at last follow up visit. No additional information available.